Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported 3 three different events of having high blood glucose readings of over 400 mg/dl on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. The customer also mentioned other blood glucose as 423 mg/dl on (B)(6) 2019, close to 500 mg/dl on (B)(6) 2019. The infusion set cannula was bent. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.